Event description:
The customer reported that during a heparin infusion in the sicu, the silicone segment ballooned. There was no report of pt harm or medical intervention. Although requested, no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted once the eval is completed.